Manufacturer narrative:
Initial reporter address 2: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, shaft, collar, and tip were microscopically and visually examined. Only 150cm of the device was returned, the hub was not returned for analysis. The hypotube was separated at the hub of the device. The length of the catheter without the hub is 150cm, which means that the hypotube was detached at the hub. Inspection of the device revealed that there were numerous kinks throughout the shaft of the device.

Event description:
Reportable based on device analysis completed on 22feb2023. It was reported that the device could not be delivered and deformed. The 60%-80%, 20mm by 3.0-3.50mm diameter, stenosed target lesion was located in the left anterior descending artery. A guidezilla ii, 6f was selected for use. During the procedure, the device was used to help the delivery; however, it was found that the device could not be well delivered to the place. The opening of the catheter was deformed. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the hypotube was detached at the hub.